Event description:
Boston scientific received information that the battery of this implantable pacemaker was depleting faster than what was expected. It was reported that at previous device check, the device still had less than a year remaining longevity however after approximately six months, the remaining longevity was less than six months. Boston scientific technical services (ts) discussed that once device reached elective replacement time (ert), this pacemaker device will no longer beep and there is a 90 day window period before change out. Additional information from the field representative indicated that the device was programmed at high output several years ago and this was already discussed with the patient. To date, this pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information received that this device with allegation of premature battery depletion was already scheduled for a change out. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.